Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed testing for hw power fail. The device's board will need replaced to address the issue.